Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ultrasound gastrovidescope exhibited insufficient or incorrect reprocessing scope was used for next procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. The device was not returned to olympus for inspection. And the customer's allegation was confirmed. Based on the results of the investigation, we could not surmise the cause of the phenomenon. The event can be detected/prevented, by following the instructions, for use: instructions evis exera ii ultrasound gastrovideoscope, olympus, gf type uct180. Chapter 7: cleaning, disinfection and sterilization procedures: 7.1: required reprocessing equipment: preparation of the equipment washing tube (mh-974): the washing tube is used to inject detergent solution, disinfectant solution, water and alcohol into the elevator wire channel and to flush air through the channel to expel fluids (see figure 7.13). 7.3: precleaning: equipment needed flush detergent solution and air into the elevator wire channel. Olympus will continue to monitor field performance for this device.